Event description:
Arrived on scene to find a pt in cardiac arrest. Fire dept was on scene and had shocked 9 times prior to arrival. Pt was then transfered and put on zoll monitor. When monitor was turned on the screen didn't display any rhythm and showed dotted lines. The pt was then put on the AED until dropped at the hospital.